Event description:
While prepping pt for ICD implant, noted reddened areas on left chest and right upper back in the shape of the defibrillator pads that were used on pt the day before. Pt was defibrillated once with 360 j. Skin color is medium. Pt complained of itching/pain. Treated with silvadene cream.